Manufacturer narrative:
Insulin pump was inspected and no crack was found noted. Insulin pump passed displacement test and rewind test. No anomaly noted. Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported via phone call that the weight has been changed to (B)(6).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had crack and slow to rewind. Customer's blood glucose value was unknown at the time of the incident. The customer was not assisted with troubleshooting. The device will not be returned for analysis.